Manufacturer narrative:
Device photo evaluation: ¿ rupture: no observed opening. ¿ rash: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ varied injuries: unable to observe as it is a medical event that is not related to the device. ¿ other ¿ medical: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported ¿rash in-between breast", "pressure over heart and over all uncomfortable". Healthcare professional reported later "rupture, implant illness and just doesn't feel good ". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rash in-between breast", "pressure over heart and over all uncomfortable". Healthcare professional reported later "rupture, implant illness and just doesn't feel good". This record is for the right side. Device has been explanted.